Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. A 3.50x12mm liberte bare stent delivery system (sds) was removed from the packaging hoop and it was noticed that the distal end of the stent struts that were turned outward. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. A 3.50x12mm liberte bare stent delivery system (sds) was removed from the packaging hoop and it was noticed that the distal end of the stent struts that were turned outward. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the hypotube was kinked at various locations along its length. An examination of the crimped stent on the balloon found that the proximal and distal edge of the stent was damaged. The balloon did not appear to have been subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).